Event description:
The customer reported via phone call that she replaced the sensor yesterday and waited 2 hours before receiving a lost sensor alert. Customer tried it again and received a lost sensor alert. Customer removed the sensor this morning and the cannula was missing. Customer stated that she has nothing in her skin. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer corrected with a manual injection. Customer stated that they did not receive a new transmitter. Customer stated that the pump is working fine but she was not at home. Customer went without the pump for a few hours. Customer will be sent a replacement sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.